Event description:
Pt was admitted for placement of a cardiac pacemaker (left upper chest) in 04. Pt experienced discomfort in the right upper chest area, immediately below the r nipple. Nurse responded within 5 minutes and observed a 1st degree burn in the area identified. Customer stated that the "pt is fine and does not require follow-up."